Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. It was also reported that the left ventricular threshold had increased in all vectors. The lead was replaced. No patient complications have been reported as a result of this event.